Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room with a heart rate of 120 bpm. Subsequent attempts to interrogate the device were unsuccessful. A guidant technical services (ts) consultant recommended replacement of the device, which was performed without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.